Event description:
As reported, before use in a peripheral vascular insufficiency surgery, with this ev1000ni the clearsight mode could not be activated when it was selected. The clinical field specialist (cfs) was requested to be on site for support of this case. The clinical field specialist initially found the ev1000 was in flotrac mode from previous use and when software was attempted to be changed to clearsight the button did not activate when clearsight was selected. Troubleshooting was attempted with an edwards sales representative colleague via video unsuccessfully. The error message "co/sv: check arterial pressure cable connections" was displayed. No further actions could be taken and the hcp (customer) was advised that the device was unable to be used on the patient. The clearsight was initially requested due to bad IV/arterial access and complexity of procedure/pathology that needing the advanced hemodynamics provided by device. The patient injury related to an insertion of an arterial line in the left radial artery rather than a non-invasive device. As per customer opinion the absence of advanced hemodynamic values also impacted guidance of patient therapy. Some days later, the edwards sales representative went to hospital and found the device was working normally. The device was not available for evaluation.

Manufacturer narrative:
Further information was received regarding this event. The insertion of an arterial line was in the left radial artery. If the patient requires a new needle stick for a non-central nor femoral access device, there is minimal risk for complications. As such, this event is no longer considered reportable and a corrected supplemental report is being submitted.

Manufacturer narrative:
It was further informed that the device was not available for evaluation. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned.

Event description:
As reported, before use in a peripheral vascular insufficiency surgery, with this ev1000ni the clearsight mode could not be activated when it was selected. The clinical field specialist (cfs) was requested to be on site for support of this case. The clinical field specialist initially found the ev1000 was in flotrac mode from previous use and when software was attempted to be changed to clearsight the button did not activate when clearsight was selected. Troubleshooting was attempted with an edwards sales representative colleague via video unsuccessfully. The error message "co/sv: check arterial pressure cable connections" was displayed. No further actions could be taken and the hcp (customer) was advised that the device was unable to be used on the patient. The clearsight was initially requested due to bad IV/arterial access and complexity of procedure/pathology that needing the advanced hemodynamics provided by device. The patient injury related to an insertion of an arterial line rather than a non-invasive device. As per customer opinion the absence of advanced hemodynamic values also impacted guidance of patient therapy. Some days later, the edwards sales representative went to hospital and found the device was working normally. The device was not available for evaluation.